Event description:
Hill-rom received a report from a hill-rom technician stating the nurse call function is not working. The bed was located at the account in engineering. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found a defective sidecom power control board. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 and 2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the side com power control board to resolve the issue. Based on this information, no further action is required. (B)(4)